Event description:
During sensitivity test performed on (B)(6), 2013 (after ablation of atrial flatter), event hough spontaneous atrial waves (p waves) were appeared, wave amplitude value was not displayed. "As" marker was not displayed either. Sensitivity test was stopped and pacemaker behavior was checked on egm. Ventricular pacing synchronous to atrial wave (p wave) was confirmed on egm. An analysis is requested.

Manufacturer narrative:
On (B)(6) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.